Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. When battery was changed, insulin pump received a failed battery test alarm, low battery and low reservoir alarms. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received withal operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. No motor error alarm or unexpected no failed battery test alarm, low battery and low reservoir alarm noted during testing. No discolor battery or battery tube noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.